Event description:
A nurse reported that a system message displayed during a surgical procedure. The staff was able to reboot the system to complete the surgery. There was a greater than 15 minute delay to reboot the system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)